Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she did not feel the cannula deploy and when she removed the pod, the needle was partially visible in the viewing window but the cannula was not visible at all. The pink slide did not move forward, indicating the pod did not deploy properly. The patient wore the pod on her arm for about 12 hours. Her blood glucose reached 300mg//dl and she had slight ketones. She was giving a bolus of approximately 3 units when an occlusion alarm occured.

Manufacturer narrative:
The device was received with the cannula not deployed. During the investigation, the ratchet gear was manually advanced and the cannula assembly successfully deployed. The data showed that the device ran zero pulses and was in pod state 1, which indicates the pod was not activated. The data download did not return a hazard alarm. The voltage of the middle and bottom batteries were found to be low. The pcb was inspected and no abnormalities were identified.